Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she primed her infusion set while being connected to her body. The customer stated that she does not know how much insulin was delivered. Had customer to check her glucose and was 97 mg/dl. The customer stated that ten minutes later her blood glucose dropped to 64 mg/dl. Advised the customer to drink some juice and suggested to go to the nearest hosp. No further info was provided.